Event description:
It was reported the colonovideoscope exhibited that the scope automatically switches between white light and narrow-band imaging during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 error at startup and foreign object in auxiliary water supply channel. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the image issue and e315 error message was a damaged circuit board. The foreign material in the scope can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.